Event description:
Plastic tubing was damaged prior to use, the tubing appears crimped or possibly melted and there was a hole in so when the rn placed on her IV site and tried to draw from it, blood came out the extension tubing instead of in to the lab tube.